Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller reported uncomfortable stimulation; they stated that they met with a manufacturer representative (rep), and they made some adjustments to their stimulat ion programming and changed it to a setting to where they couldn't feel the stimulation. The caller stated that after that, sometimes if they sneezed or moved a certain way in their sleep, they would get zapped, so they stopped using it. The caller added that they used it for a while and tried to tolerate it, but when they got zapped, they would try to reposition or whatever. The caller mentioned that they had surgery coming up on their foot that was affected with rsd and they would be depending a lot on this stimulation therapy to help with the pain control for the rsd, so they needed to get it going again. The agent asked the caller for the event date, and the caller stated they didn't remember but they thought it was probably in the summer. The agent walked the caller through passive recharge mode. The caller was able to start charging with excellent quality. The controller was at 100%, and the implant was in the red/empty. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The agent reviewed with the caller that they should consider not turning therapy back on until they have met with someone for reprogramming to prevent the uncomfortable sensation.